Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous fistula. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres within 15 seconds and a pinhole was noted at the middle part of the balloon. The device was removed without any problem using the normal method and the procedure was completed with a different device. There were no complications reported and the patient was in good condition after the procedure.